Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 490 mg/dl. The customer was treated high with insulin pen. The customer had reported symptoms such as nauseous. Customer¿s high blood glucose level was 490 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 440 mg/dl. Customer stated that the plunger in pump is not providing insulin and pump did not say no delivery alarm or anything and rewound pump and he did not hear anything make noise and plunger did not make noise. Customer stated he went to work and got no delivery again, plunger had not moved. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer was assisted high performance test and pump was failed the test. The insulin pump will be returned for analysis

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker and back address serial number label.